Event description:
It was reported that the patient's implantable neurostimulator (ins) had moved in the pocket since implant and it seemed lower than it used to be. The patient felt like their pocket was lower. It was noted that the patient had gained some weight since implant. The ins was originally in the upper right buttocks but it seemed like it had sunk. It was unclear when the patient noticed this issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3888-33, lot# j0511633v, implanted: 2005 (B)(6); product type lead product ID 748940, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3888-33, lot# j0545162v, implanted: 2005 (B)(6); product type lead. (B)(4).